Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2015-20044. It was reported the patient experienced unintended stimulation in his ribs and left leg. The scs leads were explanted and replaced with a different model which resolved the issue. Reportedly, the patient has effective therapy postoperatively.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.